Manufacturer narrative:
The device was returned but the engineering report is pending. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of a mynxgrip device the balloon would not deflate. It was pulled out of the patient and there was no bleeding. Closure was with manual pressure less than 30 minutes. There was no patient injury and the device will be returned.

Manufacturer narrative:
Additional information was received that the details provided previously are a duplicate of the same event also reported under manufacturing report number 3004939290-2019-01048. Therefore, no further reports will be forthcoming under report number 3004939290-2019-01038.